Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a display issue occurred. Date of event is an approximation. The patient experienced a hyperglycemic event which occurred on (B)(6) 2023. During the hyperglycemic event, the receiver's cgm display was frozen. The day of the event the patient experienced loss of consciousness and stated that he did not remember anything that happened prior to this. The patient did not remember if she received an alert for a high cgm reading. When a fingerstick was taken by the paramedics the blood glucose reading was 600 mg/dl, it is not known what the cgm display was showing at that moment. The patient was brought to the hospital but did not remember any treatment that was given. The patient stayed 8 days in the hospital and spent another 20 days in a rehabilitation center. At the time of the report the patient was stable and reported no injuries. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.